Manufacturer narrative:
A device history record (DHR) review was performed and was found complete.

Event description:
It was reported that a patient presented had a vibratory alert. Device interrogation revealed high defibrillation impedance and varying defibrillation impedance on the right ventricular (rv) lead. No changes or intervention were performed. There were no patient consequences.